Event description:
It was reported to baxter (B)(4) that a colleague triple channel infusion pump experienced failure code 199. It is unknown where and when this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken knob on the side was confirmed by baxter personnel during product evaluation. The root cause was assigned to a missing manual tube release knob. The manual tube release knob was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 5.07.00.